Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing department received 7 pictures of the complained espocan + ds+pst+penc 0.42x138,5mm 27g. The following investigations were conducted: the sample at the received pictures was taken to a visual inspection for damages according to test method. The received catheter is sheared off. The shorn off area at the catheter tip is slanted. The separated area is slanted, and the slanted cut surface suggests that this damage was caused by a sharp object during the application process. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Summary and assessment: complaint processing department exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this complaint processing department assume of a problem during the application process. But relating to the damaged catheter complaint processing department consider the defect as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant: "on (B)(6) 2026, the epidural catheter in question was inserted with a b.braun spinal-epidural combined anaesthesia kit in a patient who was to undergo an elective caesarean section. The next day, when the catheter was removed, the tip (distal end) was missing for about 4.5 cm. The subsequent diagnostic tests showed that the catheter tip was located in the psoas muscle. The surgeon has not yet indicated that the patient should undergo surgery, but the catheter fragment remaining in the patient's muscle may cause the development of back pain."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.